Event description:
Additional information was received that following the valve implant, physician assessment reported thrombus/pannus formation observed inside the valve frame and no treatment has been reported.

Manufacturer narrative:
Corrected data: h6 - ime code corrected from e2403 to e0622 updated data: a4 b5 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 4 years and 5 months following the implant of this transcatheter bioprosthetic valve in a patient with a bicuspid aortic valve, aortic stenosis was noted and the patient was hospitalized. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.